Manufacturer narrative:
The manufacturer received information alleging the patient experienced bi lateral pneumonia and had a endoscopy performed. The patient is requesting a refund on the device. The device was returned for evaluation to the manufacturer. The device had dust-like contamination in the air inlet of the blower box and dirt-like contamination in the humidifier. The device had black dust-like contamination on the top enclosure of the base and black dust-like contamination on the ui panel. There was white foam in the blower box showing the device was a remediated device and black dust-like contamination was found on the rear panel. There were potential mineral spots on the motor showing water ingress. The device had black contamination consistent with keratin at the air outlet of the blower box which is consistent with ER 2243857 v01. The customer's complaint was not confirmed, and the specified symptoms could not be addressed.

Event description:
The manufacturer received information alleging the patient experienced bilateral pneumonia and had a endoscopy performed. The patient is requesting a refund on the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.